Event description:
The client has had a history of ear infections which always seem to worsen when she wears a hearing aid. Her 1992 hearing aid was remade using co's new hypo-allergenic shell process. She is currently under a dr's care.